Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿system unresponsive¿ could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system became unresponsive twice, but then a reboot resolved the issue. Additionally, their network was showing that there was malware on the system. There was no patient present.